Event description:
It was reported that the patient experienced pain at the lead site and tingling sensation in arms, legs and over thorax. Lead migration was confirmed vis scans. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was repositioned back to its original position to address the issue. Reportedly, adequate coverage was confirmed post operatively.

Event description:
Additional information received indicates that the reported issue has been resolved post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.